Manufacturer narrative:
An event of aortic insufficiency was reported. The reported tear observed upon explant was confirmed. Morphological and histopathological examination found all three leaflets contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface. Leaflets 1 and 2 contained calcifications and leaflets 1 and 3 were folded/retracted. No inflammation was present. The valve stent was deformed, consistent with damage incurred at explant. This damage made it difficult to determine the extent of the tissue tearing prior to explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Aortic insufficiency is consistent with torn leaflets. The root cause of the leaflet tears remains unknown; however the calcifications and fibrous pannus ingrowth can potentially alter the distribution of stress along the bases of the leaflets and hinder durability of the valve.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On an unknown date, the patient presented with aortic insufficiency. On (B)(6) 2018 the patient underwent a re-do avr procedure. Upon initial incision of the chest, the patient had an enlarged left and moderately enlarged right ventricle. The trifecta valve was inspected, and one leaflet was partially detached from the valve frame. The trifecta valve was explanted and replaced with a 19mm regent mechanical heart valve. After releasing the aortic clamping, the patient developed bradycardia. The patient was successfully weaned off bypass in 30 minutes. The replacement valve was observed to be functioning well under intraprocedural ultrasound and the patient was reported to be stable.

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted. On an unknown date, the patient presented with aortic insufficiency. On (B)(6) 2018 the valve was explanted and a leaflet tear was observed. The valve was replaced with an unknown valve and the patient is reported to be stable.